Event description:
It was initially reported by the surgeon that the pt is scheduled for a battery replacement surgery due to confirmed end of service. Further info received stated that the pt's vns showed high impedance in the operating room during battery replacement surgery. The pt was scheduled for a lead replacement at a later date. No x-rays were taken. No trauma or manipulation was reported. Replacement of the lead and generator has taken place and the explanted products have been returned. The lead is currently undergoing analysis.

Manufacturer narrative:
Conclusions: device failure is suspected but did not cause or contribute to a death or serious injury.